Manufacturer narrative:
(B)(4) is currently open for the reportable malfunction of overdelivery / iipv.

Event description:
A customer contacted baxter's technical service center to report having a negative ultra filtration during therapy on the homechoice (hc) machine during drain 6 of 6. The ultra filtration (uf) was -1050mls. The last fill volume was 300mls. The technical service representative (tsr) assisted the home patient (hp) to reposition and press stop, then go. The hp then drained out 5039mls. The tsr arranged for a swap of the device. Product surveillance contacted the peritoneal dialysis (pd) nurse who stated that she was not made aware of this event. The nurse stated the hp has not contacted her with any problems. Per the nurse, the hp's fill volume is 1900mls and he is doing well on therapy. Product surveillance contacted the hp regarding the reported drain volume. The hp stated he did not recall the incident and does not know what may have caused it to occur. The hp stated he has not had any difficulties draining and is doing well on therapy. There was no patient injury or medical intervention reported. The drain volume of 5039mls and the fill volume of 1900mls meet the criteria for an increased intra peritoneal volume (iipv) event.

Event description:
Caller states patient tested 6.3 inr on the coaguchek s system while a comparison lab returned as 4.4 inr. Patient's coumadin dose was decreased. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an increased intra peritoneal volume (iipv) was confirmed in the logs and not duplicated during the device evaluation. The probable cause was determined to be an insufficient drain - false empty detect and use error; the clinician inappropriately set minimum drain volume percent setting too low. The device will be sent to service area for servicing. Based on the results of evaluation this event is no longer reportable due to use error.